Event description:
It was reported the patient underwent an unrelated surgery where the ipg was not set to surgery mode. The ipg was unable to communicate with external devices, deeming the ipg inoperable. Surgical intervention took place wherein the ipg was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. Troubleshooting steps could not resolve the issue and thus the ipg was replaced to reestablish effective therapy.